Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a right thr surgery was performed on (B)(6) 2011, the patient experienced loosening of the ep-fit shell. This adverse event was solved by a revision surgery on (B)(6) 2012, in which the cup, femoral head and liner were explanted. The current health status of patient is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, after a right total hip replacement surgery was performed, the patient experienced loosening of the ep-fit shell. This adverse event was solved by a revision surgery almost a year after the first surgery, in which the cup, femoral head and liner were explanted. The devices used in treatment were not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to insufficient information it is not possible to perform a review of past corrective actions. As the batch number and the product number are unknown, it is not possible to perform a complaint history review. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states "osseointegration problem/loosening of implant not related to bone-ingrowth" as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Corrected data: b1 (type of event).